Manufacturer narrative:
(B)(4). Batch # t92060. Investigation summary: the device was returned with the blade tip broken off and not returned. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and to display an alert screen is blade damage. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how the blade tip broke off inside the tube. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported by the rep during a laparoscopic hysterectomy the message ¿relax pressure on the blade¿ displayed a tone was also heard during the colpotomy. The harh36, lot t92060 stopped working. The procedure was completed with another like device with no patient consequences reported.